Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated in the morning, and stayed high at 418 mg/dl. Elevated bgs were treated by administering a manual injection with an insulin pen. Customer also changed out the cartridge and infusion set. System check was performed with tandem technical support and the pump performed as intended. Recommendation was made to consult with customer's healthcare provider.